Event description:
It was reported that a downstream alarm occurred between the pump and patient. There was unknown patient involvement.

Manufacturer narrative:
Unknown; no information has been provided to date. One device was received for evaluation. The pump was visually inspected and functionally tested. The customer's reported issue was confirmed. The dso sensor was found to be malfunctioning. The dso sensor will be replaced to fix the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.